Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint. Fa found the instrument to have a broken grip cable at the distal end. The broken cable segment that contains the crimp was missing and was not returned with the instrument. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver was not working. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no report of patient injury and no fragments fell into the patient. The instrument was inspected prior to use.